Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (rod holding forceps for 6.0mm rods, part number 388.440, lot number ap1056). The investigation has shown that the hold forceps was broken off as complained. The complained item was returned in two broken fragments. There are strong traces of use visible on the instrument. As previously reported, the device history record review of the production history revealed that this item was manufactured in april 2006 according to the specifications. There were no quality issues associated with this part and lot number found during the investigation, nor were any material related issues that would have contributed to this complaint found. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Based on the age of the subject device, the complaint condition is likely due to expected wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 06april2006. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a scoliosis spine surgery, the holding forceps broke. The surgeon was using the holding forceps to place a bar when the device broke. All broken off pieces were removed from the patient. The surgery was prolonged about thirty (30) minutes; they used another device instead. There was no reported harm to the patient; the patient status is reported as okay. This is report 1 of 1 for (B)(4).